Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear.

Event description:
It was reported that during service and evaluation, it was determined that the compact air drive device had the following failures: loose, cosmetic damage, cord damaged, cannot engage attachment, breaded stainless steel wire tether damage/came off, device runs in locked position, noise - excessive, worn bearing and vibration. It was further determined that the device failed pretest on the following: visual assessment, loctite assessment, cable assessment, safety assessment and noise assessment. It was noted in the service order that it was difficult to connect attachment on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed.